Event description:
Surgical attending informed circulating rn that the arthrex reamer drill bit tip broke off - pieces were collected and no harm to the patient. The broken item was an arthrex low profile reamer 9mm. Item # ar-1409lp, lot # 15125284, and expiration date of 07/31/2028.